Event description:
A hospital in (B)(6) reported to our distributor that water leaked at the connection between the water feedset tube and spike of an mr290v vented autofeed humidification chamber. This was observed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and connected to a waterbag to test for leaks. Results: visual inspection revealed that the feedset tube was partly pulled out of the spike. It was observed that a sufficient amount of glue was present around the spike tubing connection. Upon connecting the returned chamber to a water bag, a small drop of water began to build at the connection between the feedset tube and water bag spike. A lot check revealed no other complaints of this nature for lot number 121114. Conclusion: based on the results of our investigation, it is most likely that the leak reported by the hospital is due to the water feedset tube being set up under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).